Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. This lv lead had lv threshold of 5.0v at 0.5ms. The physician was dr. (B)(6) at (B)(6) in (B)(6), pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).